Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08438. (B)(6) clinical study. It was reported that jailing of the vessel occurred. In (B)(4) 2015, index procedure was performed. Target lesion #1 was located at the bifurcation of the ostial/proximal 2nd diagonal artery with 90% stenosis and was 30mm long with a reference vessel diameter of 2.7mm. Target lesion #1 was treated with pre-dilatation and a 2.50x32mm promus premier stent, which jailed the small distal left anterior descending (lad) that filled by the left interior mammary artery (lima). This required deployment of 2.50x12mm promus premier stent in an overlapping manner. Post-dilatation was performed with 10% residual stenosis. Target lesion #2 was located in the ostial left main coronary artery (lmca) into the proximal circumflex artery (cx) with 75% stenosis and was 8mm long with a reference vessel diameter of 2.3mm. The left main vessel was protected, and had ostial left main stenosis. Target lesion #2 was treated with pre-dilatation and a 3.50x28mm promus premier stent. The stent jailed the lad and the ostium was post-dilated with 10% residual stenosis. There was timi 3 flow into both the lad and cx; kissing balloon post-dilation was not required. The following day, the patient was discharged on aspirin and clopidogrel.